Event description:
The pt has 4 leads (from the same lot) implanted as part of his scs system. It was reported, the pt experiences a jolting sensation when he moves. The pt stated, he thinks one of his leads is moving. The physician was to order x-rays as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.